Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, found that the ceramic has separated form this abutment and the customer used the an incorrect screw (returned) when placed on the implant. The zi-real abutment is packaged with the required izshg screw, which should be used to retain the abutment to the implant.

Event description:
The doctor indicated that the zi-real abutment fractured and separated from the titanium interface. It was also reported that the patient did not suffer an injury or infection.